Event description:
The hcp reported the pt had been admitted to the hosp for seizures and increased tone that had begun in 2005. The emergency room hcp treated the pt with oral baclofen. The pt had been controlled an a low dose of intrathecal baclofen - 110mcg/day. A roller stall message with a tube set error was noted when the pump was interrogated. It had occurred in 2005 with recovery the next month after the update. The pt had an MRI at 1.5 tesla in 2005. The pump was not read pre or post MRI. The pt had last been refilled in 2006. No alarms had been reported by the family.

Event description:
Additional information from the hcp reports the patient's pump was restarted and the oral baclofen weaned. The patient is no longer having tone issues, is doing well and is off baclofen. On 01/2006. A rotor study was done that demonstrated the rotor was working.